Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a variation in p-wave amplitude sensing. The device ventricular sensitivity was increased.